Manufacturer narrative:
Exemption number e2015058. P14 - q35 transistor. The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on the (B)(6) 2016. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2016 and that it had performed to specification up to the 18th may 2017. The device was tested on the calibrated defibrillator using the returned pad-pak and delivered a test shock without fault. The device was dis assembled to investigate and the measurements taken indicated that there was a fault with an internal transistor on the pcb. This led to the red status led flashing while emitting a failure chip despite the device not failing a self-test the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red status indictor showing.